Event description:
The patient mentioned she was bitten by a brown recluse spider in 2008 and since then every time she has surgery she gets an infection. A staph infection was confirmed. The patient began to not feel well, stated started feeling a great big bump on the right hand side which is where the implantable neurostimulator (ins) was implanted. The patient stated it kept feeling like there was a sharp point inside the pocket. The patient stated she sat and felt something wet and it was blood. The patient went to the bathroom and the incision where the ins was implanted was open and the ins was hanging out. The patient stated the hospital called the doctor and the doctor was out of town. The patient had to put gauze over the open wound and wait until the next day. The patient stated the doctor removed the ins and lead in his office. The patient stated she had to do wound care 2x a day until it healed which took about a month. The patient stated occurred about 2 months after implant. Additional information received on (B)(6) 2016 indicated that they culture the wound at explant and there was no growth. There was no evidence of the staph infection, no cultures of the wound and all were (B)(6). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.